Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Data logs were returned for analysis. Device in wrong position: clinical details mention that there were positioning alarms after the patient was moved to the ICU bed, and it was found that the touhy borst valve was not locked. Data log analysis confirmed the alleged alarms as there were impella in aorta alarms towards the beginning of the case around 8:15 pm on (B)(6) 2025, which resolved within the same hour around 8:50 pm. Impella position unknown coinciding with placement signal low alarms were also seen at the beginning of the case. The root cause of the positioning issues was most likely use related as it was observed after the impella in aorta alarms were triggered that the touhy borst valve was not tightened per instructions for use. Bradycardia, stroke: clinical details mention that the patient suffered from bradycardia on the day of pump implant on (B)(6) 2025 when their heart rate dropped to the 50s and had a hemorrhagic stroke on (B)(6) 2025, a day after the pump was explanted. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1956234. Device history batch: subcomponent lot: n/a. Device history review: pump #615400 passed all post-sterile inspection checks.

Manufacturer narrative:
A5, a6 are unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support following a percutaneous coronary intervention (pci) and subsequent ventricular tachycardia arrest. The impella cp was placed emergently for support to re-explore the stents placed during the pci. Following implantation of the impella cp, the decision was made to transfer the patient to another hospital for a higher level of care. The patient was transferred to the intensive care unit (ICU) while waiting transport to the outside hospital and it was reported that just after arriving to the ICU, there were alarms for impella in aorta. The touhy lock was found to be unsecured. The pump was repositioned, and then the groin was re-sutured and redressed. Additionally, the patient experienced an episode of bradycardia and it was noted the patient¿s heartrate dropped to the 50¿s. Volume, a dose of epinephrine, and sodium bicarbonate were administered to resolve the bradycardia. The patient was successfully transferred to the outside hospital, and the patient had a revascularization of the affected coronary arteries. Post re-vascularization, the impella cp was successfully weaned and explanted. The day following explant, it was reported that the patient suffered a hemorrhagic stroke which affected the patient¿s left side. No further information was provided on interventions or patient outcome.

Manufacturer narrative:
H6. Medical device problem code malposition of device was not included in the initial MDR and is now correctly added.